Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6.

Event description:
Patient reported "rupture, looks different than the other one and lot of pain". Later patient reported "implants are migrating and pain". This record is for the right side. Device remains implanted.

Event description:
Patient reported right-side "rupture, looks different than the other one and lot of pain". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.